Manufacturer narrative:
Analysis of the pump identified the motor had high resistance or open coil.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal bupivacaine 20.0 mg/ml 10.419 mg/day, clonidine 420.0 mcg/ml 218.81 mcg/day and dilaudid (hydromorphone) 7.0 mg/ml 3.6468 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The event date was (B)(6) 2015. The patient experienced a sudden change in therapy noted as feeling "peaked" therefore a (B)(6) study was performed on (B)(6) 2015. The (B)(6) study was successful. Following the (B)(6) study the pump was interrogated and it was discovered that a motor stall occurred (B)(6) 2015 around 19:00. The patient was at home at the time of the motor stall. The patient's granddaughter kicked her at her pump site around the time the pump stall occurred according to her pump logs. The patient did not recently have magnetic resonance imaging (MRI). Per the logs, the pump had restarted following the priming bolus that was programmed after the (B)(6) study. The last pa request was logged at 18:47 on (B)(6) 2015 and a motor stall was logged at 19:22 on (B)(6) 2015. The patient was able to successfully administer a bolus with her ptm filling her last pump update. The patient went home on (B)(6) 2015 and per the nursing staff, was doing well. The motor stall has not recovered and the plan was to replace the pump as soon as medically possible. The pump was updated twice on (B)(6) 2015 and once on (B)(6) 2015, however the motor stall did not recover. The pump was replaced and returned to the manufacture. Specific patient symptoms, cause of the event, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.